Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope's air and water tube and cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h3 (¿no¿ was selected in error on the initial report) and h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation the foreign material could not be identified. It is likely that whitish foreign material inside air water channel and air water cylinder. It is not known whether there were any deviations from instruction for use (IFU) in reprocessing steps. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in " gif-ez1500 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.